Manufacturer narrative:
One agilis steerable introducer was returned. The reported event of sideport tubing detachment was confirmed. The extension tubing had detached from the sideport of the hemostasis body due to an inadequate solvent coating length on the extension tubing.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the pulmonary vein isolation procedure, it was noted that blood had leaked out from the sheath and the sideport was detached from the handle. The introducer handle was rotated repeatedly after the device was placed in the left atrium, then the detachment was noticed. Air did not enter the left atrium. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.